Event description:
It was reported that hemorrhagic stroke occurred. Prior to the procedure, the patient arrived groggy and reported taking xanax before presentation. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. A watchman trusteer access system (was) was inserted. A 31mm watchman flx pro delivery system and closure device (wds) was inserted, deployed, one recapture performed and it was exchanged for a 35mm wds. The 35mm wds was successfully deployed on the first attempt and implanted with a complete seal. The procedure duration from vascular access to closure device release was approximately 23 minutes. The procedure was concluded without complication. The patient awoke following the procedure but subsequently became unresponsive while in the post-anesthesia care unit. A computed tomography (CT) scan of the head was performed and demonstrated a subdural hematoma consistent with hemorrhagic stroke. The patient was noted to have fixed and dilated pupils. The patient had been taking aspirin (81 mg) and was not on warfarin at the time of the event. The physicians are determining if the patient will require surgery.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part#: m635wu60350, batch#: 0038159409. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include stroke (hemorrhagic stroke, unspecified mental, emotional, or behavioral problem), hematoma, (imaging required, surgical intervention) and death. Risk review: a risk review was completed and confirmed that the events of stroke (hemorrhagic stroke, unspecified mental, emotional, or behavioral problem), hematoma, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that hemorrhagic stroke occurred. Prior to the procedure, the patient arrived groggy and reported taking xanax before presentation. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. A watchman trusteer access system (was) was inserted. A 31mm watchman flx pro delivery system and closure device (wds) was inserted, deployed, one recapture performed and it was exchanged for a 35mm wds. The 35mm wds was successfully deployed on the first attempt and implanted with a complete seal. The procedure duration from vascular access to closure device release was approximately 23 minutes. The procedure was concluded without complication. The patient awoke following the procedure but subsequently became unresponsive while in the post-anesthesia care unit. A computed tomography (CT) scan of the head was performed and demonstrated a subdural hematoma consistent with hemorrhagic stroke. The patient was noted to have fixed and dilated pupils. The patient had been taking aspirin (81 mg) and was not on warfarin at the time of the event. The physicians are determining if the patient will require surgery. It was further reported the patient had a medical history of multiple subdural hematomas. The patient required a surgical hematoma evacuation, which was successful. The physician believes the patient had already presented with a subdural hematoma prior to the laa closure procedure, and heparin given during the procedure did exacerbate what was already happening; therefore, the event was not related to the watchman device itself. The patient was brain dead after the surgical evacuation and passed away shortly after surgery.

Manufacturer narrative:
B2 outcome added: death. B5: information added. B7: information added. H1 type of reportable incident updated from serious injury to death. H6 impact code: death and surgical intervention.

Event description:
It was reported that hemorrhagic stroke occurred. Prior to the procedure, the patient arrived groggy and reported taking xanax before presentation. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. A watchman trusteer access system (was) was inserted. A 31mm watchman flx pro delivery system and closure device (wds) was inserted, deployed, one recapture performed and it was exchanged for a 35mm wds. The 35mm wds was successfully deployed on the first attempt and implanted with a complete seal. The procedure duration from vascular access to closure device release was approximately 23 minutes. The procedure was concluded without complication. The patient awoke following the procedure but subsequently became unresponsive while in the post-anesthesia care unit. A computed tomography (CT) scan of the head was performed and demonstrated a subdural hematoma consistent with hemorrhagic stroke. The patient was noted to have fixed and dilated pupils. The patient had been taking aspirin (81 mg) and was not on warfarin at the time of the event. The physicians are determining if the patient will require surgery. It was further reported the patient had a medical history of multiple subdural hematomas. The patient required a surgical hematoma evacuation, which was successful. The physician believes the patient had already presented with a subdural hematoma prior to the laa closure procedure, and heparin given during the procedure did exacerbate what was already happening; therefore the event was not related to the watchman device itself. The patient was brain dead after the surgical evacuation and passed away shortly after surgery.